Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. A conclusive cause for the difficulty listed cannot be determined based on the limited information available and the device not returned for analysis. The patient effects listed from the literature article cannot be associated to the device usage and/or malfunctions, as the causality between the documented device usage and the patient effects could not be established; therefore, the determination of the reported difficulties with the patient effects consideration is not feasible. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article attached: large bore vascular access closure device strategies.

Event description:
This event is from a literature review identifying proglide devices that may be related to: bleeding, hematoma, major and minor access complications and failure to achieve hemostasis with an additional vessel closure device or covered stent used to achieve hemostasis. Specific patient information is documented as unknown. Details can be found in the attached article titled "large bore vascular access closure device strategies".